Event description:
This device was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that the impedance has increased from 900 to 1500 ohms since 2006 and getting ready for changeout at (B)(6) clinic in (B)(6). Thresholds are within normal limits and sensing is fine. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).